Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and the bending section adhesive was broken. In addition, evaluation found the number of missing ultrasonic elements exceed standards due to a broken ultrasonic probe, angulation in the up direction was out of standards due to the worn angle wire, and there was a black scratch on the video due to a broken charged coupled device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover adhesive of the evis lucera ultrasonic bronchofibervideoscope was broken and falling off. The diagnostic procedure was completed using a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the connecting tube was peeled off. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the coating on the connecting tube was peeling but the cause could not be specified. Olympus will continue to monitor field performance for this device.